Manufacturer narrative:
The investigation of the returned coil system found the implant damaged and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a stretched tail/tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for analysis. Therefore, the alleged product issue could not be confirmed. If the device is received at a later date, the investigation will be reopened and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization treatment of a pancreatic pseudo aneurysm, the physician was unable to get an embolization coil implant to form to their liking and decided to remove the implant. Upon attempted removal, the implant detached unexpectedly and remained entirely within the treatment site. There was no reported intervention or patient injury. The procedure was completed successfully.